Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number after repeated follow up attempts on (B)(6) 2019, a manufacturing record review and testing on retains from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported a discrepant low tni result compared to an unknown lab instrument. Triage tni 0.31 (cut-off 0.40) - unknown lab instrument 0.484 (cut-off 0.40). Both samples were taken at the same time from the same patient.